Event description:
It was reported that the pull wire got stuck in the anchor. The pull wire was able to be removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: inserter/pullwire got stuck. Probable root cause: design: poor mechanical advantage of locking feature. Materials of inserter locking mechanism cannot withstand user locking forces. Manufacturing: locking mechanism not manufactured or assembled to specification. Incorrect heat treatment applied. Application: not enough force applied. User unfamiliarity with device. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the pull wire got stuck in the anchor. The pull wire was able to be removed.